Manufacturer narrative:
On 06-nov-2025, the following additional information was obtained: x-ray examination is a routine part of the procedure and is generally performed for all cases ¿ not specifically or additionally due to suspected instrument fragment retention. In this instance, there was no special or additional x-ray performed because of concerns about device damage; this was simply hospital protocol, and no extra imaging was ordered due to the event. Prior to use, the surgical instrument was inspected, and no damage or irregularities were found. There were no signs of abnormality during the preoperative check. During the procedure, no device fragment was observed dropping into the patient, and at no point was such an event confirmed. The surgical team did not need to take any extra steps regarding fragment management as nothing had fallen. Concerning the actions performed during surgery, there was no observation of a fragment dropping during any surgical maneuver such as grasping, dissection, instrument removal, or collision with other instruments. The surgeon did not provide any comment or insight regarding the cause of any instrument breakage, likely because such breakage was not witnessed or suspected intraoperatively. It was not possible to identify how long the accessory had been in use prior to any potential issue, as the occurrence itself remains unconfirmed. Similarly, there was no indication during surgery that the instrument collided with any other instrument or hard material, nor was there any functional abnormality noticed by the surgical staff at any time. Prior to any potential breakage, it is unclear if the instrument was removed during the procedure or if the staff felt resistance during removal through the cannula, as this could not be established. However, at the final removal point, the wrist of the instrument was straightened, and the staff did not feel any resistance or note any damage to either the cannula or the instrument itself. The operation was completed by exchanging the instrument with a backup accessory, allowing the procedure to continue smoothly; there was no requirement for conversion to a different surgical modality, and no injury occurred to the patient. Photographic images of the instrument were not mentioned as available for review, and it is unknown whether a video recording of the procedure exists.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.